Event description:
Tested using a covid-19 antigen test from acon laboratories, inc., san diego, ca 92121. The test gave a false negative as compared to a second antigen test. I am strongly positive by binax now and pcr test.